Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 173 mg/dl at the time of the incident. Customer was delivering a bolus when she received the alarm. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that she was unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she is away from home without syringes. Customer stated that she will continue to use the pump until she is able to get syringes later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.